Event description:
It was reported that during a prep for a coronary drug eluting stenting treatment procedure, stent damage was identified. When the doctor took the device, he noticed the stent was damaged. Device did not come in contact with the patient. Patient status reported as "stable".

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.